Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 1.0 cm from the hub underneath the strain relief; there were multiple kinks along the 5max ace catheter shaft. Conclusions: evaluation of the returned device confirmed that the 5max ace was kinked. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is forcefully withdrawn at an angle from the packaging hoop, damage such as this may occur. Further evaluation revealed multiple kinks along the catheter¿s shaft. These kinks were likely incidental and may have occurred during packaging of the device for return. 5max ace devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure in the internal carotid artery (ica), the physician noticed that the proximal shaft of a penumbra system 5max ace reperfusion catheter (5max ace) was kinked upon removal from its packaging hoop. The kinked 5max ace was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max ace with no further issues.